Event description:
It was reported that the pump displayed a message requesting a minimum of 50 units after fill tubing was completed. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.